Manufacturer narrative:
Thrombus was confirmed during the evaluation of the returned device. Examination of the pump upon disassembly revealed a deposition on the proximal-side of the outlet stator, adjacent to the outlet bearing ball. The deposition was not adhered to any blood contacting surfaces and did not show any evidence of laminated layering, which suggest that it did not initially develop in this location. The observed deposition¿s lack of denaturation and the lack of circumferential contact marks on the outlet bearing cup of the rotor indicate tha it was not likely present while the pump was operating. The remaining pump blood-contacting surfaces were free of any adhered thrombus or deposition. If the observed deposition was present for an extended period of time while the pump was in operation, it would potentially contributed to the reported elevation in the patient¿s lactate dehydrogenase level. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data from our testing revealed normal pump power consumption, comparable to the pump power consumption recorded during the manufacturing process. Device thrombosis, hemolysis and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was not provided. The referenced pump exchange on (B)(6) 2016 was reported under medwatch MFR report # 2916596-2016-01121 with the information available at the time. (B)(4). Approximate age of the device is 81 days. The explanted device was returned for analysis. The evaluation is not complete. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was initially implanted with a left ventricular assist device (lvad) on (B)(6) 2016 and underwent a pump exchange on (B)(6) 2016 due to suspected thrombus. It was reported that the patient¿s post-implant course has been complicated by respiratory failure with tracheostomy, pump exchange on (B)(6) 2016 due to suspected thrombus, cytomegalovirus (cmv) pneumonitis that required veno-venous extracorporeal membrane oxygenation (ECMO) on (B)(6) 2016. On (B)(6) 2016, the patient was febrile and hypertensive and was started on captopril and spironolactone. On (B)(6) 2016, the patient exhibited sudden onset left gaze deviation and right upper extremity seizure activity. The patient had reportedly last been seen approximately 15 minutes earlier and had been on the phone. Prior to being treated with integrilin, a non-contrast head CT did not reveal hemorrhage. An ischemic right posterior insular stroke was diagnosed. On (B)(6) 2016, the patient had reportedly recovered from the stroke with no residual effects. It was stated that the embolic stroke was most likely secondary to high pump power and pump flow observed prior to initiation of the stroke code. There was a suspicion of pump thrombosis. On (B)(6) 2016, the patient's lactate dehydrogenase level was 1485 u/l. On (B)(6) 2016, the patient was noted to have increased pump power from baseline up to 9 watts and elevated estimated pump flows to 11 lpm. There was concern for worsening pump thrombus and a pump exchange was emergently performed on (B)(6) 2016. As of (B)(6) 2016, it was reported that the patient was out of the cardiovascular intensive care unit and was slowly recovering on the step down unit.